Event description:
Medtronic guardian sensor used with medtronic 670g insulin pump / continuous glucose monitor giving very inaccurate readings, as much as 140 mg/dl blood glucose difference. I use manual finger stick to check accuracy. Example on (B)(6) 2018 continuous glucose meter read 119 mg/dl and required calibration finger stick reading was 259 mg/dl three hours later cgm read 66 mg/dl finger stick read 151 mg/dl. These are just two examples of the many times this has happened.